Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2012-06868, 06869. The patient has three leads (for off-label use). It was reported the patient was experiencing pain at the lead site. As a result, two of the leads were repositioned on (B)(6) 2012. Repositioning the leads resolved the patient's issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.